Manufacturer narrative:
UDI related data quality updates only this MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Background information: zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." Zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15 states: "b. Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." Zippie voyage quick release seating system tether instructions states: "a. Attach ring strap to seating system towel bar 1. From the top of the towel bar, loop strap around towel bar and pull ring through loop until the strap is snug around the bar as shown (fig 1). Ensure strap is relatively centered on the towel bar and does not interfere with recline levers. B. Attach quick-release tether to push handle of base frame 1. From the top of the base frame, loop strap around push handle and pull carabiner through loop until the strap is snug around the push handle, as shown (fig 3). Ensure strap is relatively centered on the push handle and does not interfere with height adjustment of the push handle (fig 4). C. Attach seating system to base 1. Ensure seating system is properly installed on stroller base before proceeding to step d. D. Connect tether strap to ring strap 1. Connect the tether strap to the ring strap or existing transit d-rings using carabiner, as shown (fig 3 - fig 5). Ensure carabiner gate is fully closed. 2. System is now ready to use." Discussion: in reviewing the complaint, the dealer reported that the seat base became detached from the frame twice. The dealer did not provide any details regarding the first incident. According to the dealer, the second incident allegedly occurred while the child was being pushed across a walkway. The dealer reported that the child fell and hit its forehead and temple when the stroller seat became detached from the stroller base. According to the dealer, the parents checked that the seat had been properly engaged and locked onto the stroller frame. An internal evaluation of the wheelchair was conducted. Overall, the evaluation showed the seat locking mechanism running well. The essential fail safe system (tether strap) and shoulder straps were not present. The red locking lever underneath the seat was received disengaged. Absence of the tether, shoulder harness and non-use of the red locking lever on seat docking mechanism is the likely root cause of the incident. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. After the incident, the end user was taken to the emergency room. Diagnostics tests were performed and a head injury was not confirmed. The dealer did not provide any information on treatment. Conclusion: due to the unexpected detachment of the base, the provided failsafe device not being used as intended by the caregiver, and the open zippie voyage recall, this MDR is being filed.

Event description:
Dealer reported that the seat base became unlocked from the frame twice. The dealer did not provide any details regarding the first incident. According to the dealer, the second incident allegedly occurred while the child was being pushed across a walkway. The dealer reports that the child fell and hit its forehead and temple when the stroller seat became detached from the stroller base. During the evaluation, the dealer did not find any issue with the seat locking mechanism; however, the essential fail-safe system (tether) and shoulder straps were not present. The red locking lever underneath the seat was received disengaged. The end user was taken to the emergency room. The dealer reported that while diagnostic tests were performed, there were no confirmation of a head injury.